Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the subject device was released according to all applicable procedures.

Event description:
Reportedly, the european patient identification card are missing from ICD and crt-d boxes. Preliminary analysis revealed that the subject device was released according to all applicable procedures.

Event description:
Reportedly, the european patient identification card are missing from ICD and crt-d boxes.

Manufacturer narrative:
Please refer to the attached analysis report.